Event description:
Per the clinic, the electrode could not be successfully placed into the cochlea during initial implantation on (B)(6) 2023. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023, in order to reposition the device. The implanted device remains.